Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely due to excessive mechanical stress to it from an accident. To determine an exact root cause a device investigation of the explanted device is necessary. The complaint can be re-opened if further relevant information is received.

Event description:
On (B)(6) 2015 during his 3rd fitting session the patient had normal in-situ measurements with 10 active electrodes. The patient banged the left side of his head on a door handle about 1 week ago.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
On (B)(6) 2015 during his 3rd fitting session the patient had normal in-situ measurements with 10 active electrodes. The patient banged the left side of his head on a door handle in (B)(6) 2015. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2015 during his 3rd fitting session, the patient had normal in situ measurements and mcl values with 10 active electrodes. The patient banged the left side of his head on a door handle about 1 week ago.